Event description:
It was reported that after implant the left ventricular (lv) lead dislodged. During replacement of the lv lead it was noted that the right ventricular (rv) lead was found to be in the right atrium. The rv lead was repositioned and the lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned and analyzed. The distal conductor had blood/body fluid (not obstructed).